Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's hip was being revised due to pain and pseudo tumor.

Event description:
The patient's hip was being revised due to pain and pseudo tumor.

Manufacturer narrative:
It was noted that no further information or documentation will be provided from the hospital or surgeon due to policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.